Manufacturer narrative:
(B)(4). Concomitant product(s): unknown comprehensive reverse base plate. Unknown humeral stem. Unknown comprehensive reverse humeral bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00148, 0001825034 - 2018 - 00150, 0001825034 - 2018 - 00151. Remains implanted.

Event description:
It was reported that the patient underwent left shoulder arthroplasty. Subsequently, the patient is experiencing osteolysis and stiffness, and the patient has tested positive for metal allergy. The patient is being considered for a revision; however, the revision has not been scheduled. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it was determined that no zimmer biomet products were involved in this event. The patient's implants are competitor products. The initial report was submitted in error and should be voided.